Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: I have just spoken to the theatre manager and she has confirmed there were no adverse consequences to the patient. She does not have any further information an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic hysterectomy one of the jaws of the harmonic broke off inside the patient.